Event description:
Boston scientific received information that this patient had some electromagnetic interference (emi) which lead to pacing inhibition of an unknown duration. The right ventricular (rv) and right atrial (ra) lead both had episodes of high rate pacing and inappropriate mode switching. The sensitivity programming was changed which alleviated the issues on the rv lead. Boston scientific technical services (ts) was consulted and shown some electrogram (egm) strips which showed variable sensing of atrial noise which was inconsistent with varying amplitude. All impedances are stable. The physician is aware of these issues, and has no plans to intervene at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently the device was explanted for a system upgrade. The device was returned for analysis.